Event description:
Ruptured pulmonary artery catheter balloons reported. A pt had a pulmonary artery catheter inserted for an unspecified reason. The catheter was inserted, floated into position, and a wave form obtained. Later that day, the clinician was unable to wedge the catheter and when the balloon port was aspirated, obtained a blood return. The catheter was removed and replaced the next day. The second catheter was inserted and floated without problem and wave form obtained. Later the same day, the clinician was not able to wedge the catheter, and aspirated blood from the balloon port. The catheter was removed without problem to the pt. No pt harm was reported in either incident. Additional info was requested, no further info was available.